Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2018 from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported on (B)(6) 2018 that the patient had not been getting relief in therapy. The representative stated during the patient¿s trial, they had really good relief, but with the new pump, they were not getting relief. The representative stated his clinical specialist had done in for a catheter dye study last week (relative to (B)(6) 2018), but they were not able to aspirate. The representative stated the hcp wanted to do a roller study and see if it was an issue with the pump before they went in and replace anything. The representative stated he did not know at that time if there had been any volume discrepancies. The reason for call was the representative wanted to review if they could still do a roller study if they were unable to aspirate. It was unknown when the issue first started occurring; the representative stated the hcp had been increasing the dose, and it still had not been helping. The representative stated his clinical specialist was most likely aware of the issue last week when they went in for a dye study. Additional information received from the consumer on (B)(6) 2018 reported he was scheduled for exploratory surgery that day to determine if there was an issue with the catheter tubing or the pump. The patient stated at that point, there was nothing going in the pump and nothing coming out. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the cause of the inability to aspirate was not determined. The patient was brought in for a catheter revision. The issue had been resolved. The patient¿s weight at the time of the event was unknown.